Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for events pain pelvic/abdominal, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: reporter details and patient demographics and laboratory data were added. Updated essure indication. On (B)(6) 2014, she implanted essure. On (B)(6) 2017, she explanted essure. Injury event was replaced with pain pelvic/abdominal, menorrhagia (heavy menstrual bleeding). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 897497-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, nabothian cyst and adenomyosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for events pain pelvic/abdominal, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: satisfactory placement of essure coils with occlusion of the right and left fallopian tubes. Most recent follow-up information incorporated above includes: on 22-jul-2020: update of information (batch is notvalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 897497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, nabothian cyst and adenomyosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia heavy menstrual bleeding"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for events pain pelvic/abdominal, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: satisfactory placement of essure coils with occlusion of the right and left fallopian tubes. Most recent follow-up information incorporated above includes: on 26-jun-2020: medical record received lot number was added. Reporter information , medial history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. 897497-not valid), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: post coital bleeding, nabothian cyst and adenomyosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for events pain pelvic/abdominal, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015, satisfactory placement of essure coils with occlusion of the right and left fallopian tubes. Lot#: 676172 reported is invalid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.